Manufacturer narrative:
(B)(4). The field svc engineer (fse) was dispatched to the site and found a problem in the viewing subsystem caused by the temporal processing board (tpb) board. The fse recommended replacing this tpb board, the customer had brought the board and had the fse replace it. The system works correctly and is back in operations. No further actions required. No risk for the pt, user or bystanders.

Event description:
The equipment fails intermittently.